Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the battery compartment is cracked from the grip down to the case seal, the battery compartment is undamaged and able to fit to maintain electrical connection. The unit reflected 24u after a 24hr on 1u/hr basal duration test, no alarm occurred; the product delivers within specification, unable to duplicate ¿diabetes management¿ complaint.